Event description:
Facility alleges pt gained 2.5 kg while on machine, though machine showed that 1.0 kg had been removed. Pt required extra dialysis to remove fluid. Stable pre & post event. No further medical interveention required.